Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 the receiver would not turn on. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was found to be in good condition. The receiver lcd screen read "call tech support" hardware error deeming this complaint reportable upon completion of the device evaluation on 06/01/2015. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board.